Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure performed, the stent on the right side burst during inflation. The surgeon attempted the balloon reinsertion which failed. The surgeon applied cement without further stent inflation. The procedure was completed without surgical delay. No further information is available. This report is for one (1) vbs w/balloon sm. This is report 1 of 1 for (B)(4).